Manufacturer narrative:
Unit received motor error alarm during rewind due to corroded motor home switch. Unable to verify compromised force sensor system alarm due to motor error alarm. Unit received with minor scratched display window, cracked case at display window corner, partially broken reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received several alarms on insulin pump. Customer received a motor error alarm. Troubleshooting was performed and insulin pump was not able to rewind. Insulin pump received a compromised force sensor alarm. Customer's blood glucose was 210 mg/dl or 215 mg/dl. Customer also reported that insulin pump leaked and there was moisture under display screen and in reservoir compartment. Customer's blood glucose was 330 mg/dl customer was advised that insulin pump would need to be replaced..